Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) low helium alarm but the tank is full. There was no patient harm reported.

Manufacturer narrative:
Additional customer information: name: (B)(6). A getinge field service engineer (fse) did not find any duplicate and exorcised unit to no fail. Completed pm a full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use.

Event description:
N/a.